Event description:
The smith and nephew sales rep reported that during a meniscal repair, the surgeon experienced two fastfix devices prematurely deploying the t1 anchor into the soft tissue of the knee. Anchors were not retrieved.